Event description:
Pt reported he thinks the infusion device is not delivering the basal rate accurately. Pt is currently receiving stationary treatment for preparation before a transplant. Pt stated on (B)(6) 2012, he had a cardiac catheter procedure so at 7:30 am he removed the infusion device and then later placed it back on. Pt reported an elevated blood glucose level; exact reading and time was not provided. Pt stated he administered insulin via the infusion device and pen. Pt's normal blood glucose level was not provided. Pt reported on (B)(6) 2012 at 1 pm, he changed the infusion set and insulin cartridge and then his blood glucose level increased. Pt's exact blood glucose level was not provided. Pt stated around 2-3 pm he programmed a temporary basal rate (tbr) of 20% up to 80%. Pt reported around 8:30 pm his blood glucose level was 375 mg/dl and he administered 10.0 units of insulin via pen. Pt stated at 10 pm his blood glucose level was 400 mg/dl and he administered 10.0 units of insulin via pen. Pt reported he removed the infusion device and then administered 10.0 units of insulin via the pen. Pt stated at 12 am his blood glucose level had come down to 180 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.